Event description:
A home patient called the baxter technical assistance line to report the spike separated from the bag during set up of the homechoice machine. No further detailed information available. The patient reported no patient injury or medical intervention associated with this incident at time of initial report.